Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. Corrected fields: g1 contact person mfg site. A getinge field service engineer fse found that the batteries would not pass the run time requirement of 135 minutes, they ran less than 60 minutes. I replaced the batteries and completed a full pm service, all tests passed to factory specifications. Returned to the customer and released for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) batteries failed to meet run time specs. There was no patient involvement reported.